Manufacturer narrative:
The field technician evaluated the device and found that the spring arm c-clip had not been correctly positioned after an unspecified maintenance. This maintenance was done by local staff who is not authorized by maquet for such activities. The periodic maintenance program in the lucea operating manual includes a verification that "the circlip is correctly positioned in the throat of the spring arm shaft". The spring arm was replaced and the device returned to service.

Event description:
The customer reported that the cupola and the spring arm fell off in the recovery room #4. No injuries were reported. (B)(4).